Event description:
A report was received that the patient had an infection due to unhealed incision at ipg site. Symptom of redness was noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 17970226 description: next generation anchor kit sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection due to unhealed incision at ipg site. Symptom of redness was noted. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.